Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit; however, the returned unit was able to cut without catching on tissue. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the event based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: ni event description: [ame translation]: an adverse event has occurred in our establishment concerning the device coelio uu scissors 5mm / 35cm - epix ref. Cb030 batch number: 1407597 and 1405605. The manager of the central unit mrs. [Name] declares: "during his first intervention, professor [name] had to use 4 laparoscopy scissors. The first 3 scissors with the batch numbers indicated" catch "the tissues. The 4th pair was used. Functional removal of the scissors and pre-disinfection for a visit to the pharmacy on june 1st. After a call from mr [name] (applied sales representative): materiovigilance has carried out and reimbursed these scissors possible. Lot numbers are 1407597 and 1405605 ". Following our telephone conversation with mr. [Name], we therefore wish to exchange 20 units of the lot: 1407597 and 17 units of the lot: 1405605. Additional information received by email from applied medical representative on 28june21: the patient is fine intervention: change of device patient status: the patient is fine.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: ni. Event description: [ame translation]: an adverse event has occurred in our establishment concerning the device coelio uu scissors 5mm / 35cm - epix ref. Cb030 batch number: 1407597 and 1405605. The manager of the central unit mrs. [Name] declares: "during his first intervention, professor [name] had to use 4 laparoscopy scissors. The first 3 scissors with the batch numbers indicated" catch "the tissues. The 4th pair was used. Functional removal of the scissors and pre-disinfection for a visit to the pharmacy on june 1st. After a call from mr [name] (applied sales representative): materiovigilance has carried out and reimbursed these scissors possible. Lot numbers are 1407597 and 1405605 ". Following our telephone conversation with mr. [Name], we therefore wish to exchange 20 units of the lot: 1407597 and 17 units of the lot: 1405605. Intervention: change of device. Patient status: to be confirmed.